Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿dosing stopped. Connect cgm or enter bg¿ while paired with a dexcom g7, and the user reported no active alerts on the ilet; customer support guided the user to check alarm settings and re-enter the sensor pairing code, after which the device indicated it was pairing with the sensor. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education focused on cgm pairing and alarm verification. Investigation of this case revealed a cgm connectivity and pairing issue between the ilet and the dexcom g7 without evidence of device malfunction of the pump hardware, and the user was advised to contact dexcom if the cgm did not connect within 30 minutes for cgm assistance or replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and external cgm communication factors.